Event description:
According to the reporter, during a thoracoscopy, pulmonary resection, when the devices were used to resect the lung parenchyma, when bent to the left, the connection part between the handle and cartridge rose up, making it impossible to fire. A new handle and reload were replaced to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant medical product: egiaushort, egiaushort endogia ultra univ sht stap, (lot #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection revealed the reload attached to the returned handle, with all staples present, an open jaw, and a broken adapter. Functional testing found that the reload was unloaded from the returned handle and loaded into a representative pmv handle and the returned handle. However, the reload could not be articulated to one side due to the broken adapter, preventing further functional tests. It was reported that the instrument broke and did not fire. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the black return knob on the instrument was pulled back completely and the articulation lever is neutral (0° relative) to the instrument. Cycle the instrument to confirm proper loading of the reload. To do so, squeeze the handle once to close the jaws of the reload. Push the black loop handle all of the way forward or pull back on the black return knob and confirm that the reload jaws open fully. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Shipping wedge printing "do not remove until loaded" it clearly states instructions for proper use of stapler. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.